Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) a buretrol blood administration set in which a leak occurred. According to the report, the staff spiked the bag of blood and ran it through the giving set. When they started infusing into the patient it was noticed that blood was oozing out of the bottom of the 2nd filter chamber. The condition occurred during infusion on a patient. It is unknown if there was any patient injury or medical intervention associated with this event. No additional information is available.